Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. To resolve these issues, the customer changed the infusion set and cartridge and resumed insulin delivery.